Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery defects found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted animas on (B)(6) 2011 alleging that she was hospitalized at the end of (B)(6) (specific date not recalled) for (B)(6) with a diagnosis of dka. The patient was unable to provide details regarding her blood glucose readings prior to or the time she was hospitalized. The patient only reported that she had been "sick" at that time and denied checking her ketones prior to going to the ER. The patient reported at the time of admission she was taken off the pump and placed an in insulin drip. After being discharged, the patient claimed she began using a pump from a different company. The patient refused troubleshooting the pump. She stated that her pump settings had not been changed prior to the incident. The patient reported that the time and date were incorrect at the time of the call to animas customer support (cs) because the battery had been out of the pump for several days. The patient declined correcting the time and date at the time of the call to cs. It was noted that the patient claimed she did not manually prime the pump and that she just pressed and held ok button until she saw 5 drops of insulin emerge from the end of tubing. This complaint is being reported because the patient allegedly experienced dka while using insulin pump therapy.